Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was repositioned. This did not resolved the problem. On a separate day the lens was exchanged for a longer length lens. The problem was resolved cause of the event was reported as unknown.

Manufacturer narrative:
G6 - type of report: 30-day missing from initial MDR. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and haptic broken and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).